Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, for which the patient claimed the cgm readings were higher than blood glucose meter readings. For example, the patient reported the following discrepancy: cgm reading at 250 mg/dl and blood glucose meter reading at 95 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.